Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited inappropriate therapy on a vt-1 episode. Programming changes were performed. There were no patient consequences.